Manufacturer narrative:
(B)(6). Reported event of stent kinked. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician found that the stent was kinked. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "stable."